Event description:
The patient reported on (B)(6) 2013 he was at his dermatologist when he was rushed to the hospital in an ambulance and his blood glucose was reading over 500 mg/dl. Upon arrival, the nurse noticed the cannula was not inserted into the infusion site and there was a bend in the cannula. The pod was then removed and discarded by the hospital staff. His bg rose to 600+ mg/dl but he was not exactly sure how high his bg got or how much insulin was given to him for correction. He was then placed on an intravenous insulin drip for 10 hours before being released from the hospital.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia and ER visit. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.